Event description:
N/a.

Manufacturer narrative:
Updated field; b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) screen has scratche. There was no patient involvement.

Manufacturer narrative:
Due to character limit in e.1. Initial reporter nbame is (B)(6). Event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) screen has scratch before use. There was no patient involvement.

Manufacturer narrative:
Correction field: g2, h6 medical device ¿ problem code. Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was scratches on the screen. As a result, the a screen replacement was done, both the video receiver cable, and display were replaced and the unit worked as normal. Device passed the performance and safety checks according to factory specifications.